Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the patient had experienced an occlusion issue with the product, and the blockage was located in the tubing, which caused the patient's blood glucose (bg) to exceed 500 mg/dl. The patient took corrective action by injecting insulin via multiple daily injections (mdi). The issue was resolved by the patient changing supplies as necessary and resuming insulin therapy. No further information available.